Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the load plate to be defective with holes that affect the sealing. This physical damage is unrelated to the reported complaint. No other issues observed. A review of the platform's archive data was performed and found user advisory (ua) 27 (encoder fault (>3000 rpm)) which occurred on (B)(6) 2015 (not the reported event date). A run in test was performed with the 95% patient test fixture (lrtf). The test was performed for several hours with a known good battery and also with the returned li-ion battery s/n (B)(4). There were no faults or errors occurred during the test. Thus, not confirming the reported complaint of the autopulse platform powering off after only a few minutes. Functional testing was performed on the autopulse platform and there were no faults/errors found during testing. The unit was able to perform compressions without issue. In summary, the reported problem of the autopulse platform stopping compressions after a few minutes was not confirmed. During the archive review ua 27 (encoder fault (>3000 rpm)) was found to have occurred on (B)(6) 2015, this could have caused the platform to stop compressions; however this was not the event reported date of (B)(6) 2015. Also, the issue could not be replicated during run in testing with a known good battery and the returned battery, thus not confirming the reported complaint. The device passed functional testing.

Manufacturer narrative:
Product in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during training, the autopulse platform powered off in a few minutes. The customer attempted to use three different batteries, but the issue would not resolve. There was no report of any patient involvement. No further details were provided.